Manufacturer narrative:
The ufr and a screenshot taken from the alarm message displayed during the event was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the screen shot was obviously taken after the initiated reboot. It shows that the user aborted self test. The device entered standby which is normal behavior after the self test had been finished or aborted. A "ventilator failure" message was still displayed on the screen so it can be assumed that the self test would have not been passed anyway if the user wasn't aborting it. The root cause for the ventilator failure however cannot be derived from the available information. To protect the patient form potentially hazardous output and to prevent form serious demages to the ventilator unit, the device responds to various conditions with a shut-down of automatic ventilation. This includes component malfunctions (e.g. Motor failure), procedural aspects (i.e. Strong coughing of the patient during wake-up phase in a moment when the ventilator applies a breathing hub - the fast rise in airway pressure may lead to shut-down of ventilation for safety reasons) or use errors (pressure applied to the chest during e.g. Re-positioning of the patient). Without access to device or log file, dräger is unable to differentiate between these. When automatic ventilation fails for whatever reasons, manual ventilation via the built-in manual breathing bag is further possible; the monitoring functionalities remain unaffected. It is recommended to the hospital to have the device checked by trained service personnel and repaired if necessary.

Event description:
Dräger received an ufr in which it was stated that the anesthesia workstation suddenly posted an alarm during a surgical procedure indicating that automatic ventilation had stopped. The user reportedly switched to manual ventilation quickly and rebooted the anesthesia workstation which resumed ventilator operation afterwards. The user mentioned hypoxia but the context was not clear. It cannot be derived from the report if the user just saw a risk of hypoxia or if indeed a desaturation occurred. There was at least no detail in the report which would reasonably suggest that patient consequences may have occurred.